Event description:
It was reported that the patient presented with oversensing of noise on the atrial sense/pace and the ventricular defib leads. The patient received inappropriate therapy. The noise was observed on a stored egm. Hv lead impedance during the episode was high.

Manufacturer narrative:
Na